Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 bubble detector sensor, low level ii. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 bubble detector sensor, low level ii was spontaneously overridden during the procedure and the reservoir dropped below the set point. There was no report of patient injury.